Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. In addition to the touch panel failure and the power not being able to be turned on, additional findings were as follows: there the chassis was damaged; the top cover was damaged; and the power supply unit had deformation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Event description:
The customer reported to olympus that when the visera elite ii video system center had arrived, it was found broken, front panel malfunction. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a touch panel failure, and the power could not be turned on. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the reported events (e333, e395, touch panel failure, and the power cannot be turned on) were unable to be identified. Olympus will continue to monitor field performance for this device.